Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after the procedure, the patient had bleeding. When the surgeon performed a laparoscopic sleeve gastrectomy, using ls1037 on the ft10 generator, there were repeated regrasp alarms so they switched the generator into a forcetriad but the regrasp alarms still occurred repeatedly. There was no end tone during the event. The device was changed to lf1937 and it worked perfectly. About 12 hours post operatively, bleeding was detected. The patient had to be revised. The generators and instruments have been in use since then without any further incidents. The event lead to extended patient hospitalization for 2 days.